Event description:
On (B)(6) 2012, aci received a copy of a medwatch report (MDR # (B)(4) ), which was sent to FDA by the user facility. The report stated that the date of event was (B)(6) 2012, and the date of the report was (B)(4) 2012. The following is the description of the complaint: "the mynx closure device failed during the procedure requiring manual pressure to be held. There was no apparent injury to the pt. The intended procedure was a diagnostic left cardiac catheterization and mynx closure device of the right femoral artery." No further information is available. The aci sales professional attempted to obtain additional information for this report, but the user facility did not provided further information.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided,the cause of the reported event could not be determined. The review of the lhr (lot f1202401) indicated that the mynx lot met all established performance criteria prior to shipment.